Event description:
Clinic notes were received on a vns implanted patient. Notes reported events from 2009. It was reported that around the time the patient had cancer they were having an increase in seizures that were lasting longer. It is unknown the relationship of their cancer to their vns or the vns to their increased seizures. It is unknown if their seizures are above their baseline rate. On (B)(6) 2009, a lump was found in the patient's right parotid which was removed which proved to be cancerous. About a week later, they had a recurrent partial onset seizure and have not regained control. The seizures that they were having were the same as what they had before. However, they think they last longer. Good faith attempts have been unsuccessful thus far for further information about the reported events.